Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) level of above (600 mg/dl) with traces of ketones. The customer took a manual injection to stabilize bg level. The customer stated that they did not bolus for cereal consumed earlier. During troubleshooting with tandem technical support, air bubbles were noted at the luer lock. The customer was able to expel the air bubbles by performing a fill tubing.